Manufacturer narrative:
(B)(4) - (vitreous), (B)(4) - (capsule not intact). (B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, an specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens, but the posterior capsule was not intact enough to support the iol. There was vitreous coming forward. The incision was enlarged to remove the lens and another iol was implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.